Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error alarm continues to display and the alarm notification was not able to dismissed. The customer also stated buttons were not being responsive after a keypad anomaly and/or stuck button alarm and the pump had not been exposed to altitude change and the time does advance when display was observed. The customer reported no adverse event. The event involved product mmt-1886. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed displacement, rewind, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; it failed prime/seating test. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 130s occurred on 01/30/25 from 01:53:14 to 15:57:28 and multiple pump error 43s occurred on the same date from 01:51:23 to 16:09:25. The case was cut open. Here is corrosion in/around the following: home motor switch, outside and bottom of the motor sleeve. In summary, the customer¿s report of unspecified pump errors was confirmed during testing. The pump error 130s and 43s are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.